Manufacturer narrative:
The complaint investigation for false nonreactive architect syphilis tp result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. In-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 50314be01 and complaint issue. In-house testing was performed using retained reagent kit of the complaint lot. All specifications were met, and no false nonreactive results were obtained, indicating that the lot generates the expected results. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency of the architect syphilis tp reagent, lot number 50314be01 was identified.

Event description:
The customer observed false nonreactive architect syphilis tp results for a patient whose historical result was positive. The sample was repeated, and the results remained nonreactive. The patient was tested on another platform which generated a positive result. The following data was provided: architect syphilis tp initial result = 0.50 s/co (nonreactive). Architect syphilis tp repeat results = 0.57, 0.59 s/co (nonreactive). Different platform (platform unknown) = 20.77 s/co (positive). Western blot = inconclusive. Tppa = weak positive. Historical result (unknown platform) = positive. No impact to patient management was reported.

Event description:
The customer observed false nonreactive architect syphilis tp results for a patient whose historical result was positive. The sample was repeated, and the results remained nonreactive. The patient was tested on another platform which generated a positive result. The following data was provided: architect syphilis tp initial result = 0.50 s/co (nonreactive) architect syphilis tp repeat results = 0.57, 0.59 s/co (nonreactive) different platform (platform unknown) = 20.77 s/co (positive) western blot = inconclusive tppa = weak positive. Historical result (unknown platform) = positive no impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, architect syphilis tp, list number 08d06-77, that has a similar product distributed in the us, list number 08d06-31/-41. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.